Manufacturer narrative:
On (B)(6) 2018; the customer did not report the device serial number and further device evaluation information. This event was originally reported under mw 5078668. No further event details were provided.

Event description:
The customer reported that the ventilator appeared to be delivering insufficient tidal volume to the patient and inspiratory pressures were low. The respiratory therapist pulled the inspiratory limb off the ventilator and noted no air flow. During this time, the patient was being manually bagged with bvm at 15 lpm. Once it was quickly discovered that the ventilator was not operating as expected, another ventilator was gathered and placed on patient. Tidal volume improved quickly as well as inspiratory pressures. Patient was not negatively affected by this occurrence.